Event description:
The physician reported high impedance (>3000 ohms) relative to the subject lead. A re-intervention was performed on (B)(6) 2021 to replace the lead.

Manufacturer narrative:
Preliminary review of available patient files confirmed the reported impedance irregularity. One recorded ECG also showed an occurrence of noise.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The impedance of the subject ventricular lead was measured at 3000 ohms. The associated ICD and the ventricular lead were explanted during the re-intervention performed on (B)(6) 2021. ICD was implanted on (B)(6) 2016. Additionally, upon device interrogation performed on (B)(6) 2021, a message stating that the crt device had reached its recommended replacement time (rrt) was displayed. Premature battery depletion was suspected. Return analysis of each of these devices is anticipated, but not yet performed.